Event description:
The customer reported "charging is slow". There was no reported adverse impact to the customer. The customer declined further follow up from technical support regarding the issue. No additional patient or event information was available.